Event description:
It was reported that a non-critical alarm occurred for a low reservoir. The device was reprogrammed as an intervention. The patient was admitted to the state psychiatric hospital in san antonio tx; 2 hours from where the managing physician is. The office called on the day of the report to ask if we could put the pump to minimum rate and silence the alarms as patient had missed the refill last week. No one in san antonio would fill the pump. When the pump was read, the reservoir was empty. The pump was placed on minimum rate, and the alarms were silenced. The patient had already been placed on norco. The pump was infusing morphine (unknown). The patient was alive with no injury at the time of the report and there were no patient symptoms associated with this event. It was later reported that the patient seemed stable and there were no patient symptoms. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).